Event description:
It was reported that the 8mm force bipolar instrument had a broken tip. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a broken molded insulator on one of the grips, resulting in the grip tip separating intact from its base. The associated conductor wire was also found to be broken. The detached grip tip was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of the broken molded insulator, damaged conductor wire and detached fragment is attributed damage during use, which may result from mechanical impact or the application of excessive force to the jaws, such as may occur if the instrument is accidentally dropped.